Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery. The patient's blood glucose at the time of incident was 345 mg/dl, which she treated with manual insulin injections. The customer cleared the alarm and removed the pump, but the site was still in her body. Troubleshooting was initiated for the no delivery alarm. The customer received a no delivery alarm while trying to prime the pump with the last reservoir she used. The customer changed her infusion set and reservoir and was able to successfully rewind and prime the pump. The customer was advised that the pump was working as designed. No products were returned or shipped.